Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The physician wants to remove the lead and replace it with a subcutaneous implantable cardioverter defibrillator (ICD). The lead remains in use. No patient complications have been reported as a result of this event.